Event description:
It was reported that the patient was having frequent, but manageable, phrenic stimulation due to the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2010; 407652 lead, implanted: (B)(6) 2010. (B)(4).